Event description:
A caller reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided complete instructions for a pump reset, and the caller planned to perform the reset independently.